Event description:
It was reported that there was oversensing of noisy signals on the right atrial (ra) lead that resulted in atrial tachy response (atr) episodes. It was noted that there have been no episodes due to the noise for several months. The lead also exhibited low amplitudes. Technical services (ts) suggested following actions. The lead remains in use. No adverse patient effects were reported.